Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a depleted battery alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Event description:
Procedure type: unk. According to the reporter: the needle detached from the device while being used intra-abdominally. Needle was still attached to the suture and retrieved without incident. A new device was used to continue on with the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated error code 1007, unable to process test, activated read failure was occurring on the architect i2000sr. The issue was resolved after the reaction vessel lot was changed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Same case as MFR report#: 2134265-2009-01062. It was reported that during a percutaneous coronary interventional (pci) procedure, the floppy rtw guide wire fractured. The 90% stenosed lesion was located in the moderately calcified and tortuous mid left anterior descending (lad) artery. Upon withdrawal of the rotalink plus bur, the 1.75mm bur was caught on the floppy rtw guide wire. The floppy rtw guide wire fractured and separated at a location outside of the patient's body. The fractured floppy rtw guide wire was sticking out of the y-adaptor and was easily removed without incident. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "no problem".